Event description:
The site reported the following: a patient with a proximal superficial femoral artery lesion was treated with an angiojet solent omni thrombectomy set. The catheter was reported to have become stuck on the wire and would not advance or draw back. The physician removed the catheter and a second catheter was then used. This catheter also became stuck on the wire. The catheter was removed and a balloon angioplasty was performed to complete the case.

Manufacturer narrative:
(B)(4). Product analysis received and examined the returned angiojet solent omni thrombectomy set. Visual examination revealed that there was a kink in the catheter. A lab stock 0.035 guide wire was loaded and the guide wire stuck in the location of the kink, confirming the reported problem. Functional testing was performed and fluid sprayed out where the catheter was kinked.